Event description:
The sister in-law, of a (B)(6), female, pt, called zoll customer support to report that the pt was receiving constant electrode belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt alarms) has been confirmed. Upon investigation, the pulse wire in the distribution node to front therapy electrode cable was broken. The root cause for the broken pulse wire could not be positively identified, but was likely excessive force on the electrode belt cable. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.